Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain: lower abdominal area where the right fallopian tube is increase during menstrual cycle, abdominal menshuls,'), carcinoid tumour ('tumor / teratoma / cancer type: carcinoid tumor removal off abdominal cavity') and inflammation ('hormonal changes describe: inflammation / rashes or skin conditions type: resulting in over 29 surgical 12 procedures including groin reconstruction due to inflammations') in a (B)(6) female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myalgia upper extremities, back pain, ovarian cyst, crying, human chorionic gonadotropin positive, anemic, flank pain, gravida ii, parity 1, spotting vaginal, right lower quadrant pain, genital bleeding, cramp in lower abdomen and pregnancy. In (B)(6) 2012, the patient experienced hidradenitis ("autoimmune disorder type of disorder: hidradenitis suppurativa inflammatory disease"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced inflammation (seriousness criterion medically significant), depression ("hormonal changes describe:depression") and anxiety ("hormonal changes describe:anxiety"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type:uti"), migraine ("migraines"), headache ("headaches"), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have carcinoid tumour (seriousness criterion medically significant), weight increased ("weight gain/ loss (specify which one) weight gain") and smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (essure removal scheduled in dec and reconstruction surgery). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, carcinoid tumour, inflammation, depression, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, hidradenitis, migraine, headache, palpitations, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia, fatigue and smear cervix abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, carcinoid tumour, depression, dysmenorrhoea, fatigue, headache, hidradenitis, inflammation, menorrhagia, migraine, nausea, palpitations, smear cervix abnormal, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion: (B)(6) 2012. Discrepancy noted that product code was given as ess306 which was wrong. Current weight (B)(6) lbs., anticipated/scheduled date: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Ultrasound scan vagina - in november 2012: total bilateral occlusion. Confirmed the scar tissue had began to form around the coils.. Concerning the injuries reported in this case, ones were confirmed in patient¿s medical records: depression, lower abdominal pain, dysmenorrhea, nausea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: plaintiff fact sheet received. Case upgraded to incident. Onset date of events were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.